Manufacturer narrative:
Update to b4, b5, g3. G6. H2. H6 and h10 to reflect additional information and no product return evaluation. The valve remains implanted. As such, no visual inspection, functional testing, or dimensional testing could be performed. No imagery was returned for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record (DHR) review is required. A s no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint was unable to be confirmed, a complaint history review is not required. The IFU, commander delivery system with s3/s3u, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to lack of imagery. The complaint evaluation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''per the original 3m report summary: the annulus measured 784mm2, lvot measured 744mm2, sov measured 40x39x41mm, ICD measured 35.4mm, stj measured 41.4 avg at 29.4 ht. The lca measured 23mm above annulus rca measures 16.4mm above annulus. The patient had an extremely large complex and a sievers type I bicuspid valve with a l/r raphe. Though he is outside of range for a 29 valve they determined they would get a good result with some added volume'' and ''at the initial procedure the 29mm sapien 3 valve was deployed with +4cc, post dilated +5cc and resulted in mild pvl. The patient had bav performed 25mm balloon''. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Per IFU, the thv size 29mm sizing is for native valve annulus area of 540-683mm^2. The patient has an annulus area of 784mm^2, which is larger than the recommended sized for 29mm thv and possibly led to reported paravalvular leak. As such, available information suggests that patient factors (oversized annulus) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist, a patient who received a sapien 3 valve three months prior now has symptomatic pvl. The physician in the process of getting the patient's recent CT worked up and gathering more details to decide how to proceed. At the initial procedure the 29mm sapien 3 valve was deployed with +4cc, post dilated +5cc and resulted in mild pvl. The patient had bav performed 25mm balloon. Per the original 3m report summary: the annulus measured 784mm2, lvot measured 744mm2, sov measured 40x39x41mm, ICD measured 35.4mm, stj measured 41.4 avg at 29.4 ht. The lca measured 23mm above annulus rca measures 16.4mm above annulus. The patient had an extremely large complex and a sievers type I bicuspid valve with a l/r raphe. Though he is outside of range for a 29 valve they determined they would get a good result with some added volume. A proctor reviewed the reported and agreed that a 25 bav and added volume will give a good seal. There was some annular and lvot calcium present. Percutaneous femoral access looked good from either side with the right having the better angle. They have not scheduled a viv/post dilatation as of yet. They are still in talks with the site and coming up with a plan after consulting proctors. The pvl is at worst moderate but the patient is having hemolysis, which is why a second intervention is necessary. It appears that they will be post dilating with more volume to see if they can get more expansion of the valve, and if that doesn't work they will possibly plug it. The fcs will request that the most recent echo report be loaded to valvepoint. The cause of pvl is the large annulus/ICD size combined with the calcium. Additional information indicated that this patient was back to the lab this past five and a half months post implant. After multiple discussions with proctors and physicians, the team decided to post dilate the 29mm sapien 3 valve (s3) with a commander and a +6cc inflation. Per tee, it went from moderate-severe pvl to mild-moderate pvl. The ic decided to stop there. Angiographically this pvl was less than impressive though two jets were seen on tee. The main issue wasn't necessarily the pvl but the patient was having hemolysis. The patient also has mod-severe mitral regurgitation on tee. They decided they would follow the patient closely and perhaps offer surgery if this hasn't resolved.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the large annulus/ICD size combined with the calcium caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist, a patient who received a sapien 3 valve three months prior now has symptomatic pvl. The physician in the process of getting the patient's recent CT worked up and gathering more details to decide how to proceed. At the initial procedure the 29mm sapien 3 valve was deployed with +4cc, post dilated +5cc and resulted in mild pvl. The patient had bav performed 25mm balloon. Per the original 3m report summary: the annulus measured 784mm2, lvot measured 744mm2, sov measured 40x39x41mm, ICD measured 35.4mm, stj measured 41.4 avg at 29.4 ht. The lca measured 23mm above annulus rca measures 16.4mm above annulus. The patient had an extremely large complex and a sievers type I bicuspid valve with a l/r raphe. Though he is outside of range for a 29 valve they determined they would get a good result with some added volume. A proctor reviewed the reported and agreed that a 25 bav and added volume will give a good seal. There was some annular and lvot calcium present. Percutaneous femoral access looked good from either side with the right having the better angle. They have not scheduled a viv/post dilatation as of yet. They are still in talks with the site and coming up with a plan after consulting proctors. The pvl is at worst moderate but the patient is having hemolysis, which is why a second intervention is necessary. It appears that they will be post dilating with more volume to see if they can get more expansion of the valve, and if that doesn't work they will possibly plug it. The fcs will request that the most recent echo report be loaded to valvepoint. The cause of pvl is the large annulus/ICD size combined with the calcium.